Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Subsequently, the associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed, and the patient is scheduled for follow-up in three months prior to a planned lead revision procedure. No adverse patient effects were reported. Information later received from the field indicates that the planned lead revision was canceled as the abovementioned reprogramming (of stimulation vectors) was adequate. Normal follow ups have been scheduled for this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Subsequently, the associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed, and the patient is scheduled for follow-up in three months prior to a planned lead revision procedure. No adverse patient effects were reported.